Event description:
On (B)(6) 2014, an nsk sales rep received a call from dr. (B)(6) that a two month old x95l handpiece had caused a burn on the inside of a pt's mouth. The info was recorded and forwarded to nsk america qa mgr on (B)(6) 2014. Other facts that were reported by the sales rep: "(B)(6) the assistant said they had a temp in for two days this week that misunderstood directions and did not oil their handpiece they believe. They are not sure if this x95l was one of those hp not oiled." "They have a 12 year old w and h [assistina] machine. They had not had any problems with the kavo air [handpieces]. The office qa mgr identified more specific info was required to fully investigate this event and sent a letter by email to the address on the doctor's webpage on (B)(6) 2014 and by us mail on (B)(6) 2014. The suspect device was received by nsk america on (B)(6) 2014 and forwarded to nakanishi on (B)(6) 2014 for further investigation. On (B)(6) 2014, nks received a facsimile response to the request for additional info. The following responses were included: date of event: (B)(6) 2014; procedure being performed was a crown prep; person using device was dr. (B)(6); pt was under local anesthesia; no abnormality was observed prior to observing the injury; first indication was pt reported warm sensation on cheek; description of injury: removed handpiece and noted several blisters on inside of cheek. Back of handpiece felt warm to touch ([through] glove); intervention to prevent permanent impairment or damage to the pt: change [handpiece]; treatment administered: mouthrinse and time; this treatment is typical for a procedure being performed; there has been a follow up since the injury, the date of follow up was not provided; the injury is healing normally; no further med intervention will be required to treat the injury. No additional info was provided regarding this event.